Manufacturer narrative:
Correction details: imf (annex f code), ime (annex e code)-updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of problem not reported. No patient impact reported. Repair request escalated to a product event due to evaluation finding of detached bearings. On additional follow up the event happened on servicing and no patient involved since its a loaner return.

Manufacturer narrative:
H3: product analysis: evaluation determined that the detached bearings. The likely cause was identifed as worn bearings. It was also noted that the laser markings on the tube are faded, input and output shaft bearings are not running smoothly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of problem not reported. No patient impact reported. Repair request escalated to a product event based due to evaluation finding of detached bearings.